Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Catches on the inside of mouth [mouth injury], catches on the inside of lip [lip injury], rear head becomes really loose - dual head brushes / backs came loose from those, heads [device physical property issue.] Case description: consumer contacted via e-mail and stated that the rear head of the dual head brush head becomes really loose to the point it's nearly hanging off very quickly. No serious injury was reported.